Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device 'cassette not properly attached'. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. The device was visually and functionally tested and the customer reported complaint was able to be confirmed. The event history log was reviewed. The cause of the issue was found to be a damaged downstream occlusion (dso) sensor. The dso sensor was replaced to resolve this issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.